Manufacturer narrative:
Failure analysis on the returned cpu board shows that the pu board had an intermittent failure of buzzer ls1 due to a cold solder joint on of its resistors. This caused an intermittent ¿backup alarm failed¿ alarm (e/c 1104).

Event description:
The customer reported that the ventilator alarmed with over voltage protection circuit failed error. The customer reported there was no patient involvement.